Event description:
The ve lvad was implanted on 11/1999. On 12/2000, the pt reported getting a red heart alarm and the lvad stopping. The pt swapped the controller without effect, hand pumping (pneumatic actuation of the lvad) was initiated and the pt went to the hosp. The hosp swapped the controller again and the lvad started. The hand pump appeared to have dried blood in it. The pt was sent home. The pt called from home to report that blood was coming out of the lvad percutaneous lead and was now headed back to the hosp. The MFR was contacted by the hosp and the event info was discussed. The MFR informed the hosp that there may be a hole in the diaphragm.